Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: not enough info was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 06/20/2011 and 07/08/2011 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgeon reported that during two intraocular lens (iol) implant surgeries, the trailing haptic was severed or detached from the optic after lens insertion. In both instances, the iol was removed and replaced during the same surgical procedure. In a f/u, the surgeon further explained, that for the second incident, the wound was widened in order to remove and replace the lens. One day postoperatively, the surgeon reported the pt had cf (count fingers) vision and her cornea decompensated, stating that "probably the epithelium chafed off." The surgeon believes the cornea may improve over time. There are two medical device reports associated with this event. This report is for the second pt. Add'l info has been requested.